Manufacturer narrative:
(B)(4).

Event description:
It was reported by the perfusionist that the intra-aortic balloon pump (iabp) gave a system error 7 alarm therefore the pump was exchanged and sent to biomed. The patient was meeting the goals of therapy. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "system error 7 alarm" is not able to be confirmed. The root cause of the complaint is undetermined. If the part or additional information is received at later date, a full investigation will be completed. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported by the perfusionist that the intra-aortic balloon pump (iabp) gave a system error 7 alarm therefore the pump was exchanged and sent to biomed. The patient was meeting the goals of therapy. There was no patient death, serious injury or patient complication reported.